Event description:
It was reported that, during set up for a thr, the tip of a polarstem ball head impactor is chipped. Procedure was completed with a backup device. No delay reported. No patient harm reported. Upon visual analysis of the device, it was observed that the orientation pin is bent.

Manufacturer narrative:
H10: additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the orientation pin of the received polarstem ball head impactor was bent/deformed; therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event.

Manufacturer narrative:
Additional information added: d10. Correction statement: the supplemental MDR reports (9613369-2021-00379) submitted on 10-aug-2022 and 22-aug-2022 were mistakenly elaborated, as the former informed of a change in the reported part number to 75023710 (polarstem ball head impactor) and the latter was submitted under the rationale "additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. We kindly request that these two reports are not taken into consideration for the overall assessment of the information provided by smith and nephew so far. Please consider the present report as the one including the correct data for the described event, which is considered reportable pursuant to 21 cfr 803.

Event description:
It was reported that, during set up for a thr, the tip of a polarstem modular head for 21000662 was noticed to be chipped. Procedure was completed with a backup device instead. There was no patient involvement.

Manufacturer narrative:
It was reported that, during set up for a thr, the tip of a polarstem modular head for 21000662 is chipped. Procedure was completed with a backup device. No delay reported. No patient harm reported. To date neither the part, which intent use is in treatment, nor the specific batch number got available. A thorough investigation could therefore not be performed. A complaint history review on part level was performed, but no abnormalities were detected which requiring further actions. Due to insufficient information the failure mode can not be confirmed. No relation between device and reported failure can be determined and the root cause can not be established. It can not be excluded that the device failed to meet specification at time of manufacturing. To date and with the given information no contributing factors can be named and no corrective or preventive actions are planned. Should additional information get available in future the complaint will be re-assigned. Smith + nephew will monitor this device for similar issues.

Manufacturer narrative:
It was reported that, during set up for a total hip replacement, the tip of a polarstem modular head for 21000662 was noticed to be chipped. There was no patient involvement. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the document history review was not possible. A complaint history review was performed. The occurrence of the reported failure mode is anticipated with a low risk level as per risk management. Due to insufficient information it is not possible to perform a review of past corrective actions. Based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed and the root cause of the reported issue remains undetermined. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for corrective action because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during set up for a thr, the tip of a polarstem modular head for 21000662 is chipped. Procedure was completed with a backup device. No delay reported. No patient harm reported.